Event description:
Premature and partial jacket retraction was reported. This occurred during device insertion into sheath, so exposed hooks were never in the vasculature. Device was withdrawn without incident. Second device was used.